Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The white wire in the trunk cable was damaged. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient electrode belt was displaying a service code 204 (belt/monitor unusable).